Manufacturer narrative:
A visual and functional inspection was performed by field service technician representative. It was found that the cot was functioning to specifications and no defects were found. The issue of the cot not able to change height was not able to be duplicated. A stryker (B)(4) contacted the user facility risk manager who also confirmed that the device was inspected and no defects were found.

Event description:
It was reported that when the emts were trying to lower the cot they could not get the handles to release. One of the emts stated that they could see why the handles would not release so they reached underneath and pushed on the metal piece until the mechanism released. Allegedly when the mechanism released the tip of the emt's pinky finger was caught, removing about 3/4" from the finger.

Event description:
It was reported that when the emts were trying to lower the cot they could not get the handles to release. One of the emts stated that they could see why the handles would not release so they reached underneath and pushed on the metal piece until the mechanism released. Allegedly when the mechanism released the tip of the emt's pinky finger was caught, removing about 3/4" from the finger.